Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen and powered off when disconnected from ac power without sounding an audible alarm. The device was returned to the engineering department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.